Event description:
Customer reported that their anodyne system was working only on one side. We requested they return their system for evaluation, and the duty cycle was found to be defective. There was no adverse event reported.

Manufacturer narrative:
The system involved in this complaint was returned for evaluation and duty cycle failure was detected. No adverse event was reported, however this type of malfunction could potentially cause an adverse event. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company continues to monitor and trend events of this nature.